Event description:
A caller reported that the t:slim x2 pump battery would not charge, with a power source alert noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to leave the wall adapter plugged into a working outlet for at least 30 minutes, after which the pump began charging successfully using the original charging supplies. No further assistance was required.